Manufacturer narrative:
E1: provided phone number is (B)(6). H3: one device was received for evaluation. It was reported that complaints of cassette error can be confirmed through pvt and visual test. Disposable test failed. Performed pvt, unit passed all testing criteria. No event history related to the current complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the pump had displayed a cassette not attached properly error and numerous cassettes had been tried. The sensors were clean, but the error persisted along with audible alarms. The event had occurred during set-up, and there was no patient involvement and no harm.